Manufacturer narrative:
A partial lead (distal end) was returned in one piece measuring 49.0cm. External insulation abrasion due to friction to another device or feature of the heart was noted at 7.5cm to 8.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.